Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).

Event description:
It was reported by a healthcare professional that a silent nite sleep device has a broken button. Additional information received stated that it is unknown if the event occurred while the patient was sleeping or handling the device but the patient reported the device broke in february (exact date unknown), that there was no patient injury or intervention required. The patient is currently using the new device without issues.